Event description:
Report received indicated the pt has used the product for many years. Approx 2 to 3 months ago prior to complaint receipt he developed a red, raised rash under the tape collar. Starting at the bottom and extending up the left side to the top of his stoma. No further info was provided and the pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.